Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The shock button was found to be physically damaged; however it worked every time during testing. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device is unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.